Event description:
It was reported that the autopulse platform powers down, when the start/continue button is pressed. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform (B)(4) was returned to the manufacturer for evaluation. External visual inspection was performed and it was found that one of the head restraints and the front yellow bumper were damaged. Internal visual inspection was also performed and no damages were observed. From the condition of the returned platform, the external damage appears to have been due to wear and tear. Functional testing was performed and the customer's reported complaint, of the autopulse platform powering down when the start button is pressed, was confirmed. Further inspection of the device, identified the cause to be that the brake area was contaminated with fluid ingress, causing the brake to be immovable. The brake area was cleaned which allowed the brake itself to become unconstrained. Following cleaning of the brake area, functional testing was resumed and the platform performed as intended with no other user advisories or warnings observed. A review of the platform's archive was performed and there were no user advisory codes observed on the reported event date of (B)(6) 2015. Based on the investigation, the parts identified for replacement were one of the head restraints and the front yellow bumper. No parts were replaced to remedy the customer's reported complaint. In summary, the customer's reported complaint was observed during functional testing and is attributed to the brake being stuck. Once the brake was cleaned and freed, the platform performed as intended and the device passed all testing criteria.